Event description:
The customer complained that three pts were typed false positive using the blood grouping reagent seraclone anti-k (kel2). The customer sent us two of three pt samples. These pt samples were tested with the retention sample of the complained lot in the quality control laboratory according to the instructions for use. We confirmed the false positive reactions of the customer. The customer was aware of the false positive reactions because he tested the samples with two different anti-k (kel2) reagents according to the (B)(6). The affected lot 1847071 was filled of the bulk lot 84707. A second lot, the lot 1847070, was also filled of the bulk lot 84707. Although we did not receive any complaint for lot 1847070, the batch was tested and reacted also false positive. (B)(4), the supplier of the bulk reagent seraclone anti-k (kel2) was informed and confirmed the false positive reactions. As a consequence of the confirmed false positive reactions both lots 1847071 and 1847070 were blocked and a field safety corrective action was initiated. The affected batches are not on the u.s. Market, as the mentioned catalog number is used for non-us-product only.

Manufacturer narrative:
(B)(4): we close our file for this individual report. As the same problem occurred with another batch in may, a customer notification in the u.s. Was initiated by quotient biodiagnostics and bio-rad after pre-approval of the FDA for all activities on the u.s. Market. The follow-up with the FDA will carried out in the context of this activity. Stn#125232.